Event description:
It was reported that an intellanav stablepoint catheter was selected for use during an ablation procedure. During preparation, while flushing the catheter outside the body, no liquid solution was coming out from one of the irrigation holes. A different device from the same model was used to complete the procedure. No patient complications occurred. The device was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.